Event description:
It was reported that after pocket was closed, the patient complained of chest pain. The echocardiogram indicated pericardial effusion. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.